Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying a message of "hi". Per the onetouch ultramini owner's booklet, this message is displayed when the meter has detected a blood glucose over 600 mg/dl. The medical surveillance specialist (mss) spoke with the pt six days later and obtained the following info. The pt reported that the alleged message appeared a few hrs prior to contacting lfs. As a result of the alleged issue, the pt claimed he took 40 units of lantus insulin (based on sliding scale). Approximately 1 or 2 hrs later, he claimed he became very hot and shaky. At the onset of symptoms, the pt reported that he tested on his backup meter (brand unk) and obtained a reading of "70 mg/dl". The pt claimed he immediately treated self with a glucose tablet and felt better afterwards. At the time of troubleshooting, the customer care advocate noted that the pt did not have control solution to test the subject meter. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.